Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03685 and 2015691-2016-03693.

Manufacturer narrative:
Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. This can result in transient mitral insufficiency which may resolve upon removal of the devices. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. In this case, per report the worsening mr may have been caused by the decreased left wall motion due to the pre-existing rca ischemia. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a 26mm sapien xt valve was successfully implanted in the native aortic valve via transapical approach. Post deployment of the xt valve, the pre-existing mild functional mitral regurgitation (mr) worsened to mild-moderate mr. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pumping (iabp) were initiated to stabilize the patient. Pre-deployment, the xt valve was positioned 70:30 aortic/ventricular (a/v) in the aortic annulus. Post deployment the xt valve landed in a 60:40 a/v position. The patient remained hypotensive post deployment of the xt valve. The cause was explored by tee and revealed a reduced left ventricular (lv) motion in the area of the right coronary artery (rca). It was thought that it caused an increase of functional mitral regurgitation, which was mild to moderate, and resulted in the hypotension. No chordae tendineae rupture was confirmed. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pumping (iabp) were introduced in order to maintain blood pressure (bp) and the bp became stable thanks to the mechanical support. A percutaneous coronary intervention (pci) was performed in the rca thereafter because the rca was preoperatively stenosed. After stabilizing the bp, aortic regurgitation was re-assessed and it was more than mild. Post dilation was performed and final paravalvular leak (pvl) was less than mild. After pcps and iabp were removed, the patient was transferred from the operating room. Per report, the worsening mr may have been caused by the decreased left wall motion due to the rca ischemia. The aortic annulus area measured 510-520mm² with moderate valve calcification. The sinotubular junction diameter measured 24-26mm with circumferential calcification. The sinus of valsalva (sov) diameter measured 32-33mm with moderate calcification.